Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high, rising, variable and undefined impedances. The ra and rv lead exhibited oversensing and noise was sensed on the leads when the patient moved their arm. The leads also had increased thresholds and lead warnings for the high impedance measurements. The ra lead was noted to have high thresholds. The leads both were noted to have polarity switches that occurred. During the lead revision it was noted that the ra and rv leads werenot seated correctly in the implantable pulse generator (ipg) header. Both leads were removed from the header and reconnected properly which resolved the lead issues. The ra lead, rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.